Manufacturer narrative:
Device evaluation summary: visual inspection of the 2 devices shows the negative umbrella valve out of position on sample 1. The device was returned bloody. The device has the test mark. The second device did not have any outward signs of damage. Functional testing was performed from 0 to 1 lpm, there was leaking observed from the negative umbrella valve from sample 1, sample 2 operated as expected. Reason for the return was confirmed for leaking. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the custom tubing pack was associated with a leak, with one valve on the green sucker leaking and the other valve on the yellow sucker not functioning during use. The occlusion was checked, rpms (revolutions per minute) were adjusted, and the line was full of blood up to the one-way valve, which was directionally correct. Prior to the start of the case, the sucker appeared to begin working. Patient blood loss did not occur. A blood transfusion was not required. The same leak did not appear in multiple packs. The device was used to complete the procedure. No patient complications have been reported as a result of this event.